Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. A pump reset was performed, clearing the alarm. Ultimately, the customer will continue to use current pump for insulin therapy.